Manufacturer narrative:
(B)(4). Additional information was received from the customer. The customer stated that they've had multiple problems with the clip not properly engaging. They even had a needle stick. The customer could not provide detailed information in relation to these incidents. The customer confirmed that no samples were available. All information was forwarded to the actual manufacturer. Their report states that the batch records could not be reviewed as the lot number was not known. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If the sample, lot number, and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).